Manufacturer narrative:
(B)(4). No further information is available at this time. When the evaluation results become available, a follow up report will be submitted

Event description:
A nurse reported to a baxter sales representative that the cap on the transfer set was separated before use. There was no patient injury or medical intervention. The actual sample is available for evaluation.